Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va03qz0, implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient not being able to adjust stimulation and noted a display showing "call your doctor" icon on their programmer. A por condition was reported. The patient had neurostimulator (ins) revision a day prior to this call to place it deeper. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.